Event description:
A customer in (B)(6) notified biomerieux of a misidentification of candida auris as candida duobushaemulonnii in association with the vitek® ms (ref #: 410895, serial #: (B)(4)). The customer used vitek® 2 yst cards and got a low discrimination result between candida auris and candida duobushaemulonnii using software version 8.01. When using the vitek® ms, the customer received candida duobushaemulonnii as the identification with 99.66% confidence level using version (B)(4) of the knowledge base (kb). Global customer service (gcs) noted that the kb version (B)(4) can normally identify candida auris. Global customer service (gcs) reviewed the mzml files from the customer and revealed that the fine tuning was incorrect and that the vitek® ms performance could not be guaranteed since one mandatory criteria was not achieved, "ratio median of good peaks vs median of bad peaks". The fine tuning showed 1.96 instead of the minimum of 3.5. In addition, secondary criteria was not achieved including median of scores, ratio median of good peaks vs median of all peaks, and median of number of bad peaks. Global customer service (gcs) suggested performing a new fine tuning and retesting the sample. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health.